Event description:
It was reported by the surgeon that the pt underwent a minimally invasive growing distal femur replacement procedure on (B)(6) 1997 and subsequently was revised in approximately (B)(6) 2013 due to a fracture of the extension shaft of the growing prosthesis.

Manufacturer narrative:
There is no indication that, on the imaging provided, the reported implant fracture was device related as no device or manufacturing related issues can be seen. The fractured distal femur mig was in-situ for 16 years. There are no additional details available which definitively assign a root cause to the fracture, however implant fractures are well recognized, late post-operative occurrences often associated with excessive loads, impact or trauma in implanted patients. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a minimally invasive growing distal femur replacement procedure on (B)(6) 1997 and subsequently was revised in approximately (B)(6) 2013 due to a fracture of the extension shaft of the growing prosthesis. This is a supplemental report to 3004105610-2014-00145 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified with the devices. The device had been implanted for 15 years and therefore was most likely approaching the end of its life. Requests are being made for additional and a supplemental report will be provided if this info is received. Please note that this custom device is similar to the mets modular distal femur implant (k121029).